Manufacturer narrative:
On november 3, 2021, mentor received additional information indicating that the patient's implant explantation surgery has been rescheduled for (B)(6) 2021. On november 12, 2021, mentor received additional information indicating that the patient's breast implant was replaced with a 380cc mentor memorygel breast implant (catalog: shpx380 lot: 9596413 sn: (B)(6)). In addition, mentor also received information indicating that the patient's left breast was also characterized with hardening, progressive deformation and displacement. Along with the removal and replacement of the implant, the patient also underwent left breast capsulectomy. On november 19, 2021, the mentor failure analysis lab received the device for evaluation. On november 22, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 380cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2021, mentor received additional information indicating that the patient's implant explantation surgery has been rescheduled for (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 3, 2021, mentor received additional information indicating that the patient's date of explantation surgery has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two 380cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. As a result, the patient was scheduled for implant explanation surgery on (B)(6) 2021.